Event description:
It was reported that the lead was explanted and replaced due to noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was found at 7.0-8.0cm from the connector pin, consistent with lead friction to the ICD can. The sensing coil was visible at the same location. This could cause the observation from the field of noise if the sensing coil were to come into contact with the ICD can.